Event description:
The hospital department was trialing a new piece of equipment. The biosense webster cables that connect the ep catheters to the monitoring system have an FDA approved process that uses non-standard sterilization parameters. Non-standard parameters required by biosense webster are as follows: gravity cycle 254f degrees for 30 minutes or 275f for 10 minutes. A hospital based sterile processing system can meet these parameters, but it involves programmatic manipulation of the sterilization machine and certification for use at these settings by the sterilizer manufacture. The closest typical standard parameters setting for a hospital sterilizer would be 250 degrees for 30 minutes. The following instructions are within the biosense webster IFU : non-validated reference information: the information and re-sterilization parameter provided in tables 3 and 4 have not been evaluated by biosense webster, and are provided for reference only. Biosense webster cannot guarantee the product functionality after re-sterilization. Table 3: common steam resterilization parameters provided for reference. The fact that the information is in the IFU could mislead someone into thinking they are validated. Sterile processing should be provided with validated parameters from biosense webster that comply with the standard cycles set by sterilizer manufacturers and commonly used in healthcare. Another concern with the IFU pertains to single use vs. Reprocessing. When contacting the vendor, the vendor representative and the technical support person stated that the product was single use, but the product IFU states it can be reprocessed 20 times and the product packaging does not have a single use emblem on it. The cables cost over (B)(4) each. Four cables are required per procedure. At this cost hospitals will want to reprocess the cable yet the IFU is unclear on this topic.